Event description:
During a transaortic tavr procedure, difficulty was encountered during crossing of the native annulus, resulting in the valve being in a crimped state on the delivery system for an extended period of time. Although the valve was deployed successfully, it was decided to implant a second valve. Initially, access was obtained through a mini-thoracotomy. During the process of aortic purse string suturing, the physicians noted there was some bleeding at the sheath insertion site but were not concerned and felt it to be slight oozing. The ascendra 3 sheath was inserted and the bav was performed. After the 26mm sapien valve was advanced the physician encountered difficulty while trying to cross the annulus with the valve. The physician introduced a small amount of contrast to the balloon to cross the annulus and it became flared at the distal tip; they were the unable to advance the valve across the annulus. At this time a buddy balloon was inserted through the left femoral access site and a repeat bav was done to help expand the annulus in order to allow enough space for the valve to cross. This too was unsuccessful. The patient was noted to have remained hemodynamically stable up to this point. There was an attempt to change the angle of the sheath to allow for coaxial alignment of the valve to the annulus, however, this too was unsuccessful. At this time CT surgeons noted that the mini thoracotomy was not large enough and the incision needed to be enlarged to allow for manipulation of the sheath and the delivery system. The patient began to drop blood pressure and the decision was made to place the patient on bypass pump and enlarge the chest incision. Once the incision was made, the sheath was manipulated and the valve was advanced and deployed. There was good opposition of the stent frame to the annulus but there was some pvl noted on echo and the valve appeared to be high on the left cusp. It was determined that the valve had been at full crimp for over an hour and a half before deployment, therefore it was decided to deploy a second valve. The patient was still on bypass at this time and blood loss was noted to be moderate throughout case. The second 26mm sapien valve was deployed in a slightly more ventricular position than the first valve. There was no central ai or pvl at this time. The sheath was removed, the incision was closed and the patient was taken off bypass pump and transferred to the cicu. A total of six units of blood were transfused throughout the procedure due to blood loss and a drop in the patient¿s hemoglobin and hematocrit.

Manufacturer narrative:
The lot number that pertains to the first asc 3 delivery system used in the case is unknown therefore, the information of both of the delivery systems used is being provided: [9120as26a/lot# 59718929/exp. 3/19/2016/mgr. 04/08/2014] [9120as26a/lot# 59692524/exp. 2/19/2016/mfgr.03/13/2014]. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the sapien valve. Several factors can make it difficult to cross the native valve in a transaortic case, including heavy calcification, wire bias into commissure, and poor coaxial alignment of the sheath and delivery system. The edwards thv patient screening and training manuals also instruct the operator on tao approach considerations, procedural steps in accessing the aorta. In this case, per report, there was difficulty crossing the native annulus with the delivery system and valve due to inadequate coaxial alignment of the sheath. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.